Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:04 and determined the root cause to be an out of calibration air in line printed circuit board. The air in line printed circuit board was recalibrated to repair this condition. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported that the customer was hospitalized after experiencing blood glucose levels as low as 50 mg/dl. It was stated that the insulin pump was downloaded, and a bolus of 7.5 was found in the bolus history. However, the nurse stated that based on the blood glucose and carbohydrate that was entered, the bolus should've been 6.0. The nurse felt that the insulin pump was not calculating correctly. The nurse did not have the time to troubleshoot, and requested a replacement insulin pump. Nothing further was reported.

Event description:
The baxter service technician reported failure code 810:04 discovered in the event history of a colleague infusion pump. No patient injury or medical intervention was reported. This is involving a pump with software version 6.13.90 which is categorized as remediated. No additional information was available.